Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) per medwatch mw5108131: patient reports no disposable alarm at intervals with cadd legacy pump. Cassette reservoir volume 53 ml., no cassette information available. No further details provided.